Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage, normal device function was observed.

Event description:
It was reported that this device was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to unknown reasons. No additional adverse patient effects were reported.